Manufacturer narrative:
Related report: 3012307300-2020-12268.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion day pump remained connected during the night instead of the night pump. It was reported that the continuous dose on the day pump was 1.4 ml more than the night pump. Per reporter, the nurse was advised to keep the day pump on, not administer the morning dose and use the extra dose if necessary. It was also reported that the patient had hidden the night pump, was very suspicious, was not allowing the cassette to be replaced or the pump dosages to be adjusted.

Manufacturer narrative:
Additional information was received indicating that the night pump disappeared and when it was found it was reconnected at night. Subsequently; the patient did not want the night pump connected because she was convinced it was a bomb and the day pump stayed connected during the night. Patient was not amenable and was confused in such a way that she wanted to rip the pegj out of her abdomen. Care could not approach the patient because she was making bite-movements programmed settings on day pump: morning dose 4.0, continuous dose 5.6 (before adjusted by duodopa specialist( extra dose 4.1 (lock of 4 hours) lock out level 0; patient experienced nausea and dyskinesia. No medical intervention given because of patient's behavior; a urinary tract infection was diagnosed and nr antibiotic was started; patient reported to have increased in suspiciousness, confusion and hallucinations. Patient has some clear moments, but is still in psychosis. Patient does not always take medication for treatment of psychosis due to suspiciousness, she hides medication.